Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead showed that the mannitol was still located on the helix upon return. Additionally, the stylet returned in lead was bent in the neck region of the lead near the tip. When the stylet was removed, the lead was still deformed in the area due to potential induced damage from normal use/induced damage.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to mannitol coating on the screw fell off. The lead was never in service. No adverse patient effects reported.